Event description:
The patient had a 3189 lead for off-label use. It was reported the patient had a fever and was experiencing redness and tenderness at her lead site. The patient was hospitalized for an infection at her lead site. As a result, her scs system was explanted. The patient tested positive for (B)(6) and it resolved with the use of IV antibiotics. The explanted product will not be returned to sjm.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.